Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance evaluation. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device automatically powered off during patient monitoring. The user powered the device back on by pushing the on/off button. There was patient use associated with the reported event however, there was no report of an adverse patient outcome.